Event description:
Sterile t connector on PICC [peripherally inserted central catheter] line noted to be cracked and leaking. Nnp [neonatal nurse practitioner] at bedside at the time and decision made with nnp and md to remove sterile t connector now and will replace new one sterilely with tpn [total parenteral nutrition] fluid change.